Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.